Manufacturer narrative:
(B)(4): no devices received, log review only. Although requested, the affected IV tubing has not been received. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Nurse hung a bottle of acetaminophen 1000mg in 100ml as a secondary infusion at 12:08 pm but did not program the pump for that infusion because she had a question about compatibility with a pca infusion the patient was receiving. She left the bedside to contact pharmacy and when she returned at 12:23pm the bottle had almost emptied. The primary infusion at 100ml/h. The drip chamber of the primary infusion was noted to be half full. There was no report of harm to patient or medical intervention. No further patient or event information was provided.